Manufacturer narrative:
Investigation: 10 representative samples were received for investigation. The 10 representative samples were subjected to visual inspection, catheter adaptor leak test and injection valve test. No leakage was observed. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. The complaint is unconfirmed as no defect is observed on the samples. Therefore the root cause cannot be established.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter fluids being run through venflon and leaked from port which was open. The following information was provided by the initial reporter: fluids being run through venflon and leaked from port which was open. Customer very concerned due to reported issues with fluid leaking from the port of bd connect a (B)(4) and have isolated this batch of venflons.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter fluids being run through venflon and leaked from port which was open. The following information was provided by the initial reporter: fluids being run through venflon and leaked from port which was open. Customer very concerned due to reported issues with fluid leaking from the port of bd connecta (product code: 394971) and have isolated this batch of venflons.